Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] patient anatomy does not meet sizing requirements per indications for use; off-label use of device. Physician reported patient's death is unrelated to aaa procedure.

Event description:
Patient presented with extreme calcification in the iliac vessels, vessel size was smaller than IFU specification, calcification throughout the aorta, and a 66mm aaa. The iliac vessels were dilated and ballooned. An attempt was made with a 28-16-140bl bifurcated device, however unsuccessful; could not advance past the iliacs. The device was removed, the vessels were dilated again, and stent was placed on the left side (ipsilateral) to aid the introduction. However, an attempt with a second 28-16-140bl bifurcated device was also unsuccessful. The device was removed, the patient was not treated, and was to be monitored. Three days post op, the patient died of cardiac arrest.